Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had multiple drawers and pockets were failed. The customer reported that there was a delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the multiple drawers and pockets were failed. A field service engineer replaced the drawer board to resolve the issue. The system functioned as intended after the field service engineer verified the device. E.1. Initial reporter facility: (B)(6).